Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis and high blood glucose of 1200 to 1300 mg/dl and a low of 40 mg/dl. Customer also indicated that the b button on the keypad is not responsive. Customer declined to troubleshoot for the high and low blood glucose and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.